Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was possibly under delivering. The customer¿s blood glucose was unknown at the time of the incident. It was reported that during rewind the pump motor gets stuck or doesn't fully rewind. The customer was calling in stating that the pump was not working correctly. The customer was stating that daughter had been experiencing high blood glucose and that the pump doesn't go through the rewind process correctly. It was reported that the customer received second series of beeps. The patient's blood glucose at that time of incident was around 250 to 400 mg/dl. The patient's current blood glucose was 239mg/dl. The customer had nausea and abdominal pain. The customer treated high blood glucose with bolus. Based on customer report proceeding in troubleshoot the customer alleged possible pump under delivery as they had been experiencing high blood glucose all this week. The customer stated the drive support cap appeared normal (slightly indented). The customer reported basal rates are programmed accurately. The customer was able to upload to carelink. The customer was advised that the insulin pump needed to be replaced and revert to back up plan. The insulin pump will be returned for analysis.